Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. 46 events were reported for this quarter. For the 44 breakage events; 30 devices were received for evaluation. 28 were confirmed broken due to use error contributing to the event. 1 event was confirmed broken; however, only a fragment was received for evaluation making further investigation not possible. 1 device evaluation is in progress. 15 devices were not received; 14 devices were not received; no further evaluation was possible. 1 device was not received; however, a photograph of the device confirmed the reported event of breakage; no further evaluation was possible. There were no remedial actions taken. These devices are labelled for single-use. For the 2 sterility events; 2 devices were received for evaluation. 1 event confirmed for hole in the pack due to damage occurring during distribution or storage. 1 event confirmed for missing seal around 70% of the perimeter of the pack was very obvious to the user. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes 44 malfunction events in which the device broke during use. There was patient involvement in 42 events. There was no patient impact in 42 events. 13 events occurred during a total knee procedure 9 events occurred during an anterior cruciate ligament (acl) procedure 2 events occurred during a paediatric pelvic osteotomy 1 event occurred during a total hip procedure 1 event occurred during a mandibular rami procedure 1 event occurred during a lower jaw osteotomy procedure 1 event occurred during a patella femoral procedure 1 event occurred during a uni/partial knee procedure 1 event occurred during a mandibular resection procedure 1 event occurred during a paediatric high femur wedge osteotomy procedure 11 events occurred during a surgical procedure there was no patient involvement in 2 events. There was no patient impact. 1 event occurred prior to a surgical procedure 1 event occurred during an autopsy procedure this report summarizes 2 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. 1 event was for a hole in the pack 1 event was for an open seal in the pack

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Correction: it was initially reported that 44 devices broke, it is corrected to 45 devices that broke. The event now summarizes 45 events for breakages, the additional device broke during a surgical procedure. 2 devices are now in progress.

Event description:
This report summarizes 45 malfunction events in which the device broke during use. There was patient involvement in 42 events. There was no patient impact in 42 events. 13 events occurred during a total knee procedure, 9 events occurred during an anterior cruciate ligament (acl) procedure, 2 events occurred during a paediatric pelvic osteotomy, 1 event occurred during a total hip procedure, 1 event occurred during a mandibular rami procedure, 1 event occurred during a lower jaw osteotomy procedure, 1 event occurred during a patella femoral procedure, 1 event occurred during a uni/partial knee procedure, 1 event occurred during a mandibular resection procedure, 1 event occurred during a paediatric high femur wedge osteotomy procedure, 12 events occurred during a surgical procedure. There was no patient involvement in 2 events. There was no patient impact. 1 event occurred prior to a surgical procedure, 1 event occurred during an autopsy procedure. This report summarizes 2 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. 1 event was for a hole in the pack, 1 event was for an open seal in the pack.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Additional information: it was initially reported that 2 device evaluations were in progress; 1 device was not received, however, a photograph of the device confirmed the reported event of breakage; no further evaluation was possible. 1 device was subsequently received and confirmed broken due to a combination of a maintenance issue with the associated handpiece and use error contributing to the event. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes 45 malfunction events in which the device broke during use. There was patient involvement in 42 events. There was no patient impact in 42 events. 13 events occurred during a total knee procedure, 9 events occurred during an anterior cruciate ligament (acl) procedure, 2 events occurred during a paediatric pelvic osteotomy, 1 event occurred during a total hip procedure, 1 event occurred during a mandibular rami procedure, 1 event occurred during a lower jaw osteotomy procedure, 1 event occurred during a patella femoral procedure, 1 event occurred during a uni/partial knee procedure, 1 event occurred during a mandibular resection procedure, 1 event occurred during a paediatric high femur wedge osteotomy procedure, 12 events occurred during a surgical procedure. There was no patient involvement in 2 events. There was no patient impact. 1 event occurred prior to a surgical procedure, 1 event occurred during an autopsy procedure. This report summarizes 2 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. 1 event was for a hole in the pack, 1 event was for an open seal in the pack.